Event description:
It was reported that the procedure was to treat a total occlusion in the anterior tibial that was mildly tortuous and heavily calcified. Access was through the plantar artery, no sheath was used. The 2.5x100 mm fox sv balloon failed to inflate when pressure was applied at the maximum of 30 atmospheres. Another 2.5x100 mm fox sv balloon was used without any further issue using the same indeflator. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Inflation above rated burst pressure (rbp). Evaluation summary: the device was returned for analysis. A balloon rupture was confirmed. Based on a visual and functional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It was reported the balloon was inflated to 30 atm, which is above the rbp. It should be noted the warnings section of the fox sv pta catheter instructions for use (IFU) states: inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended.